Event description:
Surgeon reports that talar and insert were unusable due to inaccurate talar instrumentation and trials did not exactly match the implants. Due to this problem, surgery was extended 45 minutes.